Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and right ventricular (rv) lead dislodgement were noted post operatively. The rv lead was revised and placed in the right atrium. No patient complications have been reported as a result of this event.